Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to erosion and infection. Reportedly, the electrophysiologist (ep) sent a picture of the patient with the device eroded through the skin and the patient has been tucking it into her bra for several months. The system will be explanted. However, additional information received from the field representative indicates that the system has not been explanted yet. There were no additional adverse patient effects reported. The pacemaker remains in service.